Event description:
During follow-up in 2000, an extended charge time was observed. The physician elected to program the maintenance interval to 1 month and scheduled a follow-up in 2 months. During eval later in 2000, the extended charge time was again observed. The decision was made to explant the device.